Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet did not maintain charging, with charging initiating for several seconds and then stopping despite use of proper orientation on the charging pad and a different outlet. Symptoms included none and blood glucose was unaffected. Outcomes included no adverse health impact, no medical intervention, and continued device use once charging was restored with a replacement charger. Investigation included troubleshooting steps, request for a video, and provision of a replacement charging accessory. Investigation of this case revealed that the original charger appeared faulty and that the device charged normally with the new charger, indicating a malfunction of the external power supply/charger rather than the ilet itself. It was concluded, based on previously established findings for similar reports, that the cause was a defective or malfunctioning charger accessory.